Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose was 300mg/dl at the time of the incident. The customer reported that her pump died. The customer stated that last night she noticed that the pump just started alarming. Customer stated that she changed the battery and nothing happened. Customer states that it alarms and none of the buttons respond. The customer doesn't recall anything happening to the pump. The tone recurred even after inserting new battery and restarting the insulin pump during troubleshooting. They did not troubleshoot the high blood glucose due to the customer being aware that it was caused, but some medications she had taken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify unresponsive button due to frozen display. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.